Manufacturer narrative:
Manufacturing site evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Slight injury of spinal dura during surgery. Details: stenose, decompression, l5 - l3; fusion and fixation (globus medical) of the affected levels; cage size: 2x -30 x 11.5 x 8 mm (so938p); difficult case as the patient was pre-operated 3 times (discectomy at l5l4 and l4l3 as well as fusion s1l5): a lot of cicatrisations; due to the long preparation, operation time: 2 hours 45 min; a complete rotation and end position of the trials and implants with the inserter was not possible; final position was reached with the pusher; during manipulation of the trial the dura matter was slightly injured: probably pinched between trial and inserter during the rotation; at the end: perfect placement of the implants; coating was visible in the lateral view.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem was most probably user related. According the surgery report, the surgeon used the nerve- retractors (protection for the dura) not until after the injury of the dura. A hint for the unconditional usage of the nerve retractors is given in the IFU. To rotate the implant or the trial followings steps have to be followed: -implant/trial has to be completely inside the disc space before rotation -to loose the implant/trial, the knob has to be slightly turned to avoid a big gap between inserter and implant/trial: a ¼ of turn is sufficient! -during manipulation with the inserter, dura matter and roots have to be protected. Corrective action: according to (B)(4) there is no CAPA necessary.